Manufacturer narrative:
Device evaluation: one 8x25mm biosure ha screw was returned for evaluation. Visual assessment of the screw confirmed the complaint of breakage. The distal threads are deformed and some are missing small pieces. Major diameter of the screw and length were measured and found to meet print specification. A review of the batch history records confirmed that the correct material had been used to manufacture the product. The outer diameter and wall thickness of the returned screw was measured and found to meet print specifications. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
Although anticipated, the device has not been received by the manufacturer for analysis. (B)(4).

Event description:
During acl reconstruction procedure, the device broke and was removed. The new anchor was placed in the original prepped site after a reported procedural delay of about thirty minutes. The patient was reported to have good bone quality. Site prep was performed with an awl dilator. There are no images available for review. There was no reported patient injury or surgical complication. In addition, the patient¿s post-operative condition is reported to be okay.